Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that there were high impedances on electrodes 8 and 11 of over 4000 ohms. The patient was unable to operate the stimulation due to this. The manufacturer representative programmed around the electrodes and was able to restore therapy. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). The cause of the impedances was not determined. No further complications were reported.